Event description:
Patient presented to the hospital after receiving several inappropriate shocks due to oversensing. An increase in threshold was also noted. Lead damage was suspected. X-ray showed the lead in the coronary sinus. It is unknown if implanted in cs originally or dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.